Event description:
The customer reported that "a breakage occurred on the extension set at the junction with the cvc line. It happened four times always during the infusion of diprivan 2% with a pre-filled 50 ml syringe. From the reported info, there were no indications of serious injury to the patients or users as a result of these incidents. No add'l info provided.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for eval.